Manufacturer narrative:
Method: review of device mfg history record and complaint history record. Eval summary: the investigation concluded that the cause of the deformation on the tibial insert trial was likely the result of improper alignment of the device to the tibial baseplate during engagement. The crack in the device was likely caused by the application of excessive force and/or use of an impactor to seat the insert trial while it was misaligned. No trends are noted. The device mfg history record indicates no reported discrepancies.

Event description:
It was reported that, "doctor was trialing cs inserts using the insert impactor. When he trialed the #7 11mm it cracked. The trial is still in one piece."